Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -7.5% from the desired amount. A corrective and preventative action has been initiated.

Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.